Event description:
The customer contact reported, the patient received less medication than intended. At an unspecified time, line a of the device was programmed to deliver 5% dextrose and 0.25% sodium chlorine at a rate of 80ml/hr and delivery was started. No further programming parameters were provided at 1645, line b was programmed in the piggyback mode to delivery unasyn 3gm/100ml for a duration of 1 hour and the delivery was started. No further programming parameters were provided. At 1900, the nurse noted that the unasyn bag had "3/4 of the fluid left to infuse." At that time, the nurse reprogrammed line b to deliver the remaining volume of unasyn and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse again noted that the unasyn bag still contained 20-30ml. The nurse again reprogrammed line b to deliver the remaining 20-30ml of unasyn. After an unspecified length of time, the delivery was complete. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. The patient underwent surgery and was discharged to home as scheduled. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.